Event description:
Cardiovascular surgeon reported to risk management that patient had this endorant graft placed due to a 7+ cm abdominal aortic aneurysm last year without any noted issues. Patient presented back to hospital with signs and symptoms of infection. During work-up it was noted the endorant endo graft was infected and the patient was diagnosed with a aortic sac fistula. Plan was made for the patient to be transferred to different hospital for removal and replacement of the graft.